Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and recharged the battery, but the unit then failed run time test. The fse resolved the issue by replacing the batteries, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The full name of the initial reporter that is abbreviated in block is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unexpectedly shut down. It was also reported that the customer facility experienced a power outage that resulted in the unit running on battery power until unit lost power. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unexpectedly shut down. It was also reported that the customer facility experienced a power outage that resulted in the unit running on battery power until unit lost power. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, d1, g1(contact person).